Event description:
It was reported that the handpiece and pump will not turn off. There was no report of patient impact.

Manufacturer narrative:
(B)(4). The complaint device was returned to medtronic for evaluation. It was confirmed that the device was out of specification and would not turn off. The cable connector pin was replaced. The unit was tested and passed all manufacturing specifications. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. We are unable to determine the definitive cause of the reported event. This product was being used for treatment not diagnosis.